Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, red particles on the surface of the shell, capsular contracture color red, and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Event description:
Healthcare professional later reported, capsular contracture, grade ii. And rupture. The device has been explanted.

Event description:
Patient reported for left side "mastalgia", "several folds and indurations", "trace of peri-implant free fluid". The following event is not related to the device, "tiny cysts". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade, seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, seroma, crease/folding of implant, and cyst.

Event description:
Patient reported for left side "mastalgia", "capsular contracture grade unknown", "several folds and indurations", "trace of peri-implant free fluid", "tiny cysts". The device remains implanted.